Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer report number: 2017865-2025-14081 . It was reported that the patient presented for the explant of the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead due to infection. The patient had sepsis and vegetation was present on the right ventricular (rv) lead. The patient was recovering following the extraction procedure.